Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled away from the thread. After knotting, the thread broke. No further information available. No patient consequence reported. The device is not available for analysis.

Manufacturer narrative:
(B)(4). Additional device evaluated by MFR: it was received for analysis unopened samples of product code f2414. Lot mmh531. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no defects or suture breakage were noted. Functional test was performed and the pull force and tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture, surface related defect -suture and pull off suture needle were observed, and the tested sample meet the finished goods requirements.